Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the shaft was twisted at the exchange port area 29.7cm from the catheter tip. The exchange port was also slightly stretched. A microscopic examination confirmed a balloon pinhole tear <1mm in length in the mid balloon body, and also balloon damage i.e. Contact with blades in the mid and proximal balloon body therefore an attempt to inflate the balloon was not attempted. A visual examination confirmed that the blades were bent; however, all blades were present and fully bonded to the balloon. The remaining shaft was not kinked or damaged. There were no issues with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery with an ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid superficial femoral artery. The lesion was pre-dilated with a non-bsc balloon catheter. This 4.00mm/1.5cm/140cm spcb flextome cutting balloon was select and advanced to the lesion. Once to the lesion the balloon catheter was inflated three times for 15 seconds. (6atm, 6atm 12atm). On the fourth inflation, the balloon ruptured at 12atm after being inflated for 15 seconds. It was noted that balloon failed to deflate. Then the blade of the balloon became stuck in the vessel wall. A non-bsc guidewire and microcatheter were advanced to the lesion and the blade was released from the vessel wall and was removed from the patient. It further reported that the four blades on the balloon were intact. Angiography and ivus were performed to confirm that there was no vessel damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery with an ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid superficial femoral artery. The lesion was pre-dilated with a non-bsc balloon catheter. This 4.00mm/1.5cm/140cm spcb flextome cutting balloon was select and advanced to the lesion. Once to the lesion the balloon catheter was inflated three times for 15 seconds. (6atm, 6atm 12atm). On the fourth inflation, the balloon ruptured at 12atm after being inflated for 15 seconds. It was noted that balloon failed to deflate. Then the blade of the balloon became stuck in the vessel wall. A non-bsc guidewire and microcatheter were advanced to the lesion and the blade was released from the vessel wall and was removed from the patient. It further reported that the four blades on the balloon were intact. Angiography and ivus were performed to confirm that there was no vessel damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.